Event description:
It was reported that cuff wouldn`t inflate at all. It kept letting the air through. Air leak was reported. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.